Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the thermogard hq console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard hq console ((B)(6)) displayed a mid:08 (post stuck key) error when powered on. The console was rebooted twice, but the error message wasn't cleared. The therapy was resumed using the loaner console. No patient injury reported.

Manufacturer narrative:
The customer's complaint that the thermogard hq console (sn (B)(6) displayed a mid:08 (post stuck key) error was confirmed during the functional testing. The root cause of the reported complaint was a defective display head. During functional testing, it was confirmed that the dial on the display head was pressed in, triggering the mid:08 error. The display head was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).